Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to pelvic pain, dyspareunia and urinary incontinence. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted concurrently with bso, and cystoscopy, due to dyspareunia, sui, and pelvic pain. No additional information was provided.